Manufacturer narrative:
Complaint confirmed. The precise cause for a broken fixed tip insert could not be determined. The mating part (needle) used in the event was not returned. Confirmed the fixed tip insert component to be within specification. Standard function test could not be performed.

Event description:
It was reported that the front jaw on the ar-12990 knee scorpion snapped off during a meniscal repair procedure. The rep confirmed that the broken fragment was removed arthroscopically by using a king fisher. The rep stated that as the surgeon was attempting to pass suture through the meniscus, there was a loud snap and it was discovered that the front jaw of the scorpion had broken off. The rep stated that a replacement ar-12990 was brought in, and the surgeon decided to change from an arthroscopic procedure to an open procedure due to the difficulty he was experiencing passing suture. Additional incisions were then made to perform the open procedure. The rep confirmed that no other changes to the technique were needed and the procedure was completed successfully. Additional information has been requested. Additional information received on 08/20/18: the rep confirmed that the existing incision was extended in order to perform the surgery open. The rep stated that no additional incisions were made, and no additional implants were required to finish the procedure.